Manufacturer narrative:
Investigation included technical support review, user education on appropriate meal announcing and hypoglycemia treatment, and scheduling of additional training. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemic episodes following site change and user dosing behaviors. It was concluded that the event was user-reported hypoglycemia with cause unclear and managed with oral glucose and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after a period of hyperglycemia and a bent cannula that was changed, with rapid glucose declines observed during phone support and corrective oral carbohydrate administration. Symptoms included headache and low blood glucose readings confirmed by cgm trends and fingerstick values. Outcomes included on-call coaching, oral glucose treatment with juice and glucose tablets, and subsequent stabilization with continued home monitoring.